Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000983- g7 freedom const e1 lnr 36mm e- 6604619, 802403604- zb 12/14 cocr frdm 36mm x +3- 3035004, 00625006560- bone scr 6.5x60 self-tap- 64025110, and 00625006540- bone scr 6.5x40 self-tap- 64484144. Customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right hip revision approximately 1-year post implantation due to the cup loosening. During the procedure the cup, screws, freedom liner and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.